Event description:
In 2007, the lay user/patient contacted lifescan alleging issues with her one touch ultrasoft lancing device. She feels that the lancet does not fully penetrate and the white piece that ejects the lancet shoots out too far. The patient indicated that the reported issues first began two days earlier. The patient indicated that on the morning of original date, she attempted to use her lancing device, but it would not penetrate deep enough. At an unknown time, she felt low and felt like she was about to faint, so she administered self-care with orange juice. No other medical intervention was received. This complaint is being reported because the patient alleged she was unable to test with her lancing device and became hypoglycemic two days later. In addition, the lancing device issues were not resolved with training. The lancing device was replaced.